Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer did not perform the air removal step. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a manual correction injection to address bg. Customer changed cartridge and infusion set to address the issue.